Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: biopsy/suction channel cfu: 1 cfu bacterial identification: acinetobacter ursingii sampling date: (B)(6) 2024 sampling from: air/water channel cfu: 1 cfu bacterial identification: acinetobacter iwoffii sampling date: (B)(6) 2025 sampling from:multiple channels cfu: 1 cfu bacterial identification: n/a the device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the air/water cylinder, the suction cylinder and the air/water tube.. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported that, during reprocessing, the flex video scope tested positive after two (2) culture samples. Test results from (B)(6) 2024 indicate 1 colony forming units (cfus) of acinetobacter ursingii. The biopsy/suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.